Manufacturer narrative:
The patient was admitted to the hospital on (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) which was reported to be due to a one-link neutral luer activated device (no further detail was provided). Subsequently, the patient passed away due to an unreported cause. The patient was admitted to the hospital for another indication. At the time of the hospitalization the patient had a previously inserted PICC line (peripherally inserted central catheter). Four days after being admitted (line day 14) the patient was febrile. On an unreported date, the patient began treatment for the clabsi with unspecified (reported as ¿appropriate¿) antibiotics (doses, frequencies, and routes were not reported). On an unreported date, the patient was placed on comfort measures only and the patient subsequently passed away due to an unspecified cause. It was not reported if the patient recovered from the clabsi prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.